Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported proglide device difficulties could not be determined. A conclusive cause for the reported patient effect of respiratory failure, and the relationship to the product, if any, cannot be determined. The reported patient effect of hemorrhage is a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported stating that suture placement of a left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an impella interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. A second proglide device was attempted; however, when the lever to was returned to its original position to retract the foot, tension was felt as the foot did not retract. The handle of the proglide device was intentionally broken to expose the lever and manually retract the foot but was unsuccessful. The suture of the successfully pre-placed proglide device was removed. During the retrieval attempts a guide separation occurred. Anesthesia was administered as the patient started to crash. The patient was intubated and was sent to surgery. The separated portion of the proglide device was removed the same day. There was a reported clinically significant delay in the procedure or therapy. The patient returned on (B)(6) 2019 for revascularization and is doing fine. User facility medwatch report received that states: unable to deploy or remove perclose. Consulted with another doctor and manufacturer rep present. The patient required intubation and went to or for surgical removal. Afterwards, the patient went to ICU for care related to blood loss due to failure. The procedure was postponed. No additional information was provided.